Event description:
It was reported that a patient underwent a recurrent left patella tendon repair procedure on (B)(6) 2011 and topical skin adhesive was used on the skin. On (B)(6) 2011, a culture was done and identified (B)(6). The patient is currently doing well on oral antibiotics.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a recurrent left patella tendon repair procedure on (B)(6) 2011 and topical skin adhesive was used on the skin. The patient developed a surgical wound infection on (B)(6) 2011 and a culture was done the same day which identified (B)(6) and enterobacter cloacae. Therapy with imvanz intravenous and rifampin oral for six weeks was started on (B)(6) 2011. The patient was currently doing well on the antibiotics.